Manufacturer narrative:
The field service engineer (fse) discovered the spinner gripper (collet) for dispense probe #3 was missing three collet fingers. The fse removed the wash carousel and noted that it was not seated properly and unstable. The fse discovered the other two collet fingers and cleaned the wash carousel of debris. In addition, the fse installed new style spinner grippers (collets) per system modification upgrade. The fse inspected all of the red pulleys for excessive wear from the wash carousel; none was noted. The fse performed all necessary alignments and adjustments, primed the instrument and performed route 1 exerciser verification; no system errors were noted. The fse performed another routine system check which passed within instrument specifications. A carryover test was also performed which passed within instrument specifications. High sensitivity system check also passed within instrument specifications. Assay calibration and quality control (qc) were performed and exhibited good precision. Qc passed within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. All related medwatch reports associated with this incident: 2122870-2013-00471, 2122870-2013-00472, 2122870-2013-00473, 2122870-2013-00474, 2122870-2013-00475.

Event description:
The customer reported carcinoembryonic antigen (cea) quality control (qc) imprecisions. During an onsite visit, a beckman coulter field service engineer (fse) also discovered erroneous vitamin b12, cortisol, hyb-psa, total triiodothyronine (tt3) and thyroid-stimulating hormone (tsh) results, for multiple patients, on separate days, involving the unicel dxi 600 access immunoassay system used in conjunction with the access vitamin b12 assay, access cortisol, access hypersensitive htsh, access total t3, and access hybritech psa reagent. Subsequent analyses of 728 patient samples confirmed a total of 11 discrepant results, which were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The fse also noted there were imprecisions on the wash portion of system check. The field service engineer (fse) assessed the instrument at the facility. This is report five of five referencing the event date noted.